Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope® avl monitor; catalog: 0570-0314; sn: (B)(4). Additional part used: packaged, glidescope, smart cable; catalog: 0800-0531; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, smart cable, and lopro s4, the image was flickering. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.